Event description:
The customer contact reported that an e630 (screw rotation error) error code was noted. The device was returned to the biomedical department with a report of pump is broken. No tracking information, pump programming, or events details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device wa in clinical use. During testing at the user facility, an e630 (screw rotation error) error code was noted. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device door roller pin was missing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.